Manufacturer narrative:
The results of the investigation revealed ingress fluid within the distal shaft at handle assembly, distal to the catheter. This was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use. Actions have been taken to prevent reoccurrence.

Event description:
This event is being reported based on the analysis of the returned device.